Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in the device. The patient alleged sinus problems, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus problems, nasal irritation, sore throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device internal and external aspect of the devcie was evaluated. The manufacturer observed contamination in upper enclosure and bottom enclosure. The aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation; dust contamination was found and unit was scrapped. Section d8, d9 and h6 updated in this report.